Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a ipsilateral approach. The 99% stenosed, diffused lesion was approximately 10 cm in length and was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.5mm x 20mm x 142cm sterling es pta balloon catheter was advanced to the target lesion. On the first inflation at 6 atms a rupture occurred. The balloon catheter was removed intact. The procedure was completed with another 1.5mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).